Event description:
It was reported that an occlusion occurred. Additionally, it was reported that the wake button was sticking and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.